Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet screen cracked during practice, after which the patient switched to backup therapy while a replacement was arranged. Symptoms included no reported clinical effects. Outcomes included no impact on health or need for medical care. Investigation included review of the device history and complaint details. Investigation of this case revealed a damaged display component consistent with accidental physical damage, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.